Event description:
It was reported that the charger intermittently connected to the ilet and then lost connection, and the ilet powered down while on the charger, consistent with a device power or charging malfunction involving the external power supply component; replacement supplies were shipped and basic troubleshooting and education were completed. Customer care provided support that included replacement logistics. Investigation of this case revealed insufficient evidence to confirm a device malfunction beyond the reported intermittent charging behavior. No clinical symptoms reported during the event. Outcomes included no reported impact on the patient¿s health or activities. It was concluded that the issue was addressed by replacing the charger, with no clinical sequelae reported.